Event description:
Event description as given to manufacturer "potential for serious injury as the ett markings has "worn" off or disappeared after an in situ for the patient (insertion date (B)(6)). Rt unable to identify markings of the ett during retape".

Manufacturer narrative:
This event is being reported under mdsap requirements where if an event takes place in a mdsap country, and that device is sold in the USA the event should also be reported to the FDA. From the investigation flexicare was unable to replicate the issue, it was concluded that maybe the defective sample was exposed to an unknown solvent during use, causing all the markings to wear away.